Manufacturer narrative:
.

Event description:
It was reported that the recently implanted vns patient went to the ER due to seizures. The patient had a fever and her generator site was red and swollen. Cultures were taken at the ER and the results were positive for infection. No known interventions have occurred to date.